Manufacturer narrative:
Device analysis report attached. This report is submitted on september 20, 2022.

Event description:
Per the clinic, the patient experienced an infection and skin necrosis at the implant site exposing the receiver/stimulator (date not reported). Subsequently, the patient was treated with 3 weeks course of oral antibiotics (specific date not reported). However, the issue did not resolve. The device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report.